Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure in the superficial femoral artery. Reportedly, the starclose se sheath was very difficult to split; however, after some attempts, it split completely. The clip was deployed and hemostasis was thought to have been achieved. After half an hour, the patient went to the operating room due to retroperitoneal pulsatile bleeding in the groin. The clip was observed to have been deployed in an incorrect position in the artery and the puncture site had not been closed. The clip was removed and hemostasis was achieved with surgical suturing. There was a reported clinically significant delay due to the use of the starclose se. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported resistance deploying the thumb advancer could not be replicated in a testing environment as the device was retuned with the sheath split and thumb advancer stroke completed. The reported clip not deployed at the intended site was not confirmed as the device was returned with the clip undeployed and additional information indicated the clip was from a previous procedure. The reported explanted clip could not be replicated in a testing environment as occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported resistance deploying the thumb advancer could not be determined. The reported clip deployed at unintended site, explanted clip and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other starclose se device is filed under a separate manufacturing report number.

Event description:
Subsequent to the initial medwatch report submitted, returned device analysis shows the starclose se clip remained inside the starclose se device and had not been deployed. The reporter was contacted and additional information was received: there was a starclose se clip in the target groin from a previous procedure that was damaged and pulled out of place and was removed during the surgery.